Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the device worked for about 4-5 days after the surgery and then their symptoms returned and they have to cath again because they can't pee and they had to go to the hospital today. Patient said they think it's worse now. Patient added they already increased intensity but that hasn't resolved the issue. Reviewed therapy information and general programming guidance. Redirected to healthcare provider (hcp) to further address the issue. Patient's scheduled to follow-up with hcp on august 5th.